Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the middle of the tubing was crushed, and blood sampling could not be carried out properly. This event occurred 2 times, and no patient impact reported.

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6) hospital h3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the middle of the tubing was crushed, and blood sampling could not be carried out properly. This event occurred 2 times, and no patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 04-jun-2024 . The MDR submitted with MFR report #: 1024879-2024-00486 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.